Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.